Event description:
Provider states that he installed the motors on the chair and tested it at the shop then took it to the customers home. Provider states in the process of driving the chair from the van to the customer house the left motor was stuttering. Provider states the consumer never took possession of the chair because of this issue. No additional information provided.